Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a screw for cranial repair. It was reported that on 2024, ICU (intensive care unit) patient was rushed to the operating room and underwent right subacute subdural hematoma cavity catheter drainage under endotracheal intubation and general anesthesia. During the operation, when the skull titanium plate was fixed with screw, the surgeon found that one of the screws could not be properly screwed to connect installing. By comparing and checking, it was found that the screw had a production process quality problem of "front end tilted and deformed". The product was replaced.